Event description:
It was reported that the pt complained on the weekend that his speech understanding got worse. However, with a new fitting the pt is able to hear well with his device again. During a routine visit in the clinic testing confirmed that the device has malfunctioned. It was discussed with the pt's mother that the internal device is no longer working within specification and should be exchanged as soon as possible. As the pt is bilaterally implanted, re-implantation may take place during his next vacation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.